Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/30/2009 and 12/15/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that five days after intraocular lens (iol) implant surgery, she got rubbing alcohol in her eye. She reported that several hours later, her eye became red and her vision was blurry. The consumer was seen at her physician's office and instructed to use artificial tears. The consumer reported that after using the artificial tears, her eye lid began to swell, her eye was watery and she felt nauseated. The pain and redness lasted approximately 12 hours. The only thing left is the blurry vision at distance. Additional information has been requested.